Event description:
A customer reported a message of, "sensor not found," when scanning the adc freestyle libre sensor. On 09jun-2021, as a result, the customer experienced unspecified hypoglycemic symptoms and was unable to treat themselves. The customer was provided sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The returned sensor successfully communicated with a known - good reader, and a scan timeout error message was not observed. Therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a message of, "sensor not found," when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms and was unable to treat themselves. The customer was provided sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.